Event description:
While attempting to convert the rhythm of a pt with an atrial fibrillation heart rhythm, the device discharged twice at 200 joules. Upon the second discharge of energy, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.